Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a follow-up in-clinic. The implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made during the device interrogation. The patient experienced no adverse consequences.